Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. The customer received sensor scan results of 224 mg/dl, 225 mg/dl, and 226 mg/dl, compared to hcp meter readings of 596 mg/dl, 554 mg/dl, and 556 mg/dl, respectively. Additionally the customer received built-in meter readings of 174 mg/dl and 220 mg/dl compared to hcp meter readings of 554 mg/dl and 596 mg/dl, respectively. The customer was experiencing symptoms of vomiting, convulsions, seizure, and loss of consciousness. The customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin in addition to unspecified additional treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader and freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader and freestyle libre reader passed all tests prior to release. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. The customer received sensor scan results of 224 mg/dl, 225 mg/dl, and 226 mg/dl, compared to hcp meter readings of 596 mg/dl, 554 mg/dl, and 556 mg/dl, respectively. Additionally the customer received built-in meter readings of 174 mg/dl and 220 mg/dl compared to hcp meter readings of 554 mg/dl and 596 mg/dl, respectively. The customer was experiencing symptoms of vomiting, convulsions, seizure, and loss of consciousness. The customer was diagnosed with diabetic ketoacidosis (dka) and administered insulin in addition to unspecified additional treatment. There was no report of death or permanent impairment associated with this event.